Manufacturer narrative:
The reporter's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods". The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they allegedly received a discrepant result for one patient tested using a coaguchek xs meter (unknown serial number). It could not be clarified if the meter was a coaguchek xs meter, another meter manufactured by roche, or if it was a competitor meter. A sample from the patient was tested using the meter, resulting with a value of 2.3 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 5.3 inr. No patient specific information was provided.